Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense right ventricular lead had low impedance and the r-wave sensing had decreased. It was later reported that the patient had endocarditis and the full system was explanted. No further patient complications have been reported as a result of this event.